Manufacturer narrative:
The plant investigation is in progress. A supplemental medwatch report will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis patient identified a fluid leak coincident with peritoneal dialysis therapy. Prior to the fluid leak, the patient received an m31 air detected in cassette alarm during drain two of four of peritoneal dialysis therapy. The patient had drain 209 ml of an expected 1795 ml at the time of the reported alarm a technical support representative advised the patient to re-setup with new supplies. Upon removing the cassette, the patient reported that fluid ran out from the cassette door. The patient attempted to use their cycler for treatment the following evening, but received a supply bag lines are blocked alarm during dwell one of four of therapy. Despite troubleshooting attempts, the cycler continued to alarm with the supply bag lines are blocked error message. Prior to being informed of the leak, the technical support representative advised the patient to reboot the cycler and a power fail recovery failed error occurred. At this point, the patient explained to the technical support representative that fluid had leaked out from the cassette compartment of their cycler after removing their previous supplies. The technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse of the event. A replacement cycler was scheduled to be provided for the patient. At this point in time, there was no report of patient injury or medical intervention as a result of the reported leak. Additional information was requested but was unavailable.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history records (DHR) review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed. Should additional relevant information become available, a supplemental report will be submitted.